Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.